Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric bypass, the device did not fire after the green button is pressed and the handle squeezed. The reload was replaced and the procedure went on. There was no patient injury.